Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 78 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. Customer was reported that they were able to clear and rewind the insulin pump. The customer was assisted with troubleshooting. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.